Event description:
Per the clinic, the patient was explanted due to skin flap breakdown. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery on the contralateral ear.

Manufacturer narrative:
.